Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella device for mechanical circulatory support experienced episodes of low purge flow associated with a motor current spike. The issue resolved after administration of one dose of tissue plasminogen activator (tpa) purge solution, after which the purge was returned to a bicarbonate solution. A tear in the sterile sleeve was also observed near the insertion site. No patient harm was reported, and the patient survived the procedure.

Manufacturer narrative:
B5 added clinical rationale. H1 revised type of reportable event. H6 health effect - impact code f26 was removed and a new code was added.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 56-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), the sterile sleeve was noted to be torn near the insertion site. It was noted that the cardiothoracic surgery team (cts) purposely cut the sterile sleeve during the CABG to reposition the impella. There was also a low purge flow with motor current (mc) spike, which was resolved with tissue plasminogen activator (tpa) purge solution, and back to sodium bicarbonate purge solution. A day later, the impella was successfully weaned. The post-procedure outcome is survived at explant. A low purge flow in an impella device can occur due to complications associated with a CABG. While CABG is a therapeutic procedure, the post-operative environment, including changes in anticoagulation, hemodynamic shifts, and device manipulation, can trigger low purge flow alarms.

Manufacturer narrative:
B5 added engineering assessment. D9 follow up information was received that the pump was discarded. Therefore dates were reported incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. H6 added health effect - impact code f26 and type of investigation code b13 as they were omitted from the initial report that was submitted. Type of investigation code b17 was reported incorrectly on the initial report that was submitted. Information was received that the pump was discarded so code b18 was added. H11 revised additional manufacturer narrative due to follow up information that was received that the pump was discarded. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Engineering assessment: during impella cp support, a purge flow drop causing purge pressure high alarms occurred in conjunction with a motor current spike. Tissue plasminogen activator (tpa) was added to the purge system to resolve the blockage. The next day when the patient was in the or for CABG, the surgeon intentionally cut the anticontamination sleeve to reposition the pump as the catheter/sleeve had been prepped into the sterile field.